Manufacturer narrative:
(B)(4). (B)(6). The amo field service specialist (fss) visited customer site to inspect the unit for the reported problem of touch screen not working, which initially the issue was not confirmed. Fss installed a loaner machine for the customer and the surgeries were finished by using the loaner machine. When the fss inspected the system again, the issue of touch screen not working was confirmed. Fss replaced the touch screen, which resolved the problem. Fss also noted that the bottle hanger had some problem/was bent; therefore, it was replaced. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a field service visit to customer site, the amo field service specialist noted that the bottle hanger was bent. The customer also had reported that the touch screen would not work due to a flaw/ wired line into the screen. It was reported that the was no patient involvement/no patient injury as the issue occurred before start of the surgery. The surgery was postponed for about one (1) hour.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was performed and no deviations were reported for the signature system. The device was documented as meeting all required specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Through follow up with the amo field service specialist (fss), it was clarified that the hospital staff had overloaded the bottle hanger. When the fss inspected the balanced salt solution (bss) bottle under the high position of IV pole, which had resulted in bending the bottle hanger. Conclusions codes: additional conclusions code "use error caused or contributed to event" was added. All pertinent information available to abbott medical optics has been submitted.